Event description:
It was reported when using the bd pyxis medstation system, matrix drawer 7 failed and required maintenance, indicating that an issue occurred during the retrieval of specific medications. The customer stated that the pharmacy managed to provide the requested medication, so it did not cause any delay. Since the drawer was currently inaccessible, they set a workaround to get the medications from a different station or from the pharmacy to prevent patient care delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height auxiliary matrix drawer 7 required maintenance due to its inability to open. A field service engineer removed jammed medications to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.